Manufacturer narrative:
Investigation evaluation: our evaluation of the returned product confirmed the report. The balloon was inflated with a qbid. The were two streams of water exiting the balloon. The balloon would not inflate and would not hold pressure. There is one pinhole near the proximal end and one pinhole near the distal end of the balloon. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use direct the user to apply a water soluble lubricant to the balloon to allow easier passage through the accessory channel. This activity will aid in endoscopic advancement and balloon preservation. The instructions for use caution the user that negative pressure is mandatory to maintain balloon deflation. The instructions for use direct the user to introduce the deflated balloon into the accessory channel. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. The instructions for use contain the following precaution: "do not inflate the balloon prior to introduction into the scope." Pre-inflation can lead to damage of the balloon material when the device is advanced through the endoscope. The instructions for use contain the following precautions, "the duodenoscope must remain as straight as possible with the elevator in the open position when advancing or with drawing the dilation balloon. The entire dilation balloon must e extended beyond the tip of the duodenoscope and be fluoroscopically visualized and positioned before inflation. These steps will aid in balloon preservation. The instructions for use contain the following warnings, "do not exceed the recommended balloon inflation pressure as listed on the catheter tag of the dilation balloon. Do not advance the dilation balloon if resistance is encountered. Assess the cause of resistance to determine if dilation should be re-attempted." These steps will aid in balloon preservation. Prior to distribution, all fusion biliary dilation balloons are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopy procedure for common bile duct stone removal, a cook fusion biliary dilation balloon was used. The user attempted to dilate the papilla, but the balloon would not inflate due to a pinhole. Another of the same device was used to complete the procedure. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.